Event description:
The customer received questionable thyrotropin (tsh) results for one patient sample. The initial result was 0.062 uiu/ml. This result was not reported outside the laboratory. The same sample was repeated and generated 2.42 uiu/ml. This result was reported outside the laboratory and the customer considered this result to be correct. No erroneous results were reported outside the laboratory and there were no adverse events reported. The tsh reagent lot number was 159668.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause was not identified. Based upon the information provided, the false low result was obtained when using a 13 mm primary sample tube without using the recommended rack adapters. Rack adapters are strongly recommended to ensure correct pipetting. Incorrect pipetting can lead to insufficient sample volume for testing. The most likely cause of this event is pipetting of insufficient sample volume. No adverse events were reported.